Manufacturer narrative:
One opened probe was received, with a tip protector, in a zip top bag. The sample was visually inspected and found to be nonconforming with the probe needle slightly slanted and orange/brownish foreign material on the port face. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for both functional tests, no abnormal noise observed. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be functionally conforming, therefore an abnormal sound as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported cutting failure of the probe occurred and abnormal sound from the cutter during vitrectomy procedure. The number of rotations of the cutter was reduced and the procedure was completed. The aspiration and actuation condition was unknown. There was no patient harm.

Event description:
A physician reported cutting failure of the probe occurred and abnormal sound from the cutter during vitrectomy procedure. The number of rotations of the cutter was reduced and the procedure was completed. The aspiration and actuation condition was unknown. There was no patient harm.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury the manufacturer internal reference number is:(B)(4).